Event description:
It was reported that the customer was in the shower and had a seizure with the insulin pump off at the time of the seizure. The customer's blood glucose was 287 mg/dl. The customer was inquiring if he had to press act to resume the insulin pump therapy. The customer was using the sensor and received a weak signal alert during the seizure. The customer did not experience a serious injury or hospitalization. It was stated that the customer was going to go to the emergency room. The customer stated there was a black circle on the screen of the insulin pump. Advised that the circle meant that insulin delivery had temporarily stopped to ensure the customer's safety. The customer pressed resume on the insulin pump, and the customer was able to continue with insulin pump therapy, receiving basal delivery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.